Manufacturer narrative:
Literature citation: dietvorst s, decramer t, lemmens r, morlion b, nuttin b, theys t. Pocket pain and neuromodulation: negligible or neglected? Neuromodulation. 2017;20(6):600-605. Doi: 10.1111/ner.12637. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s accepted date as specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Please note that some devices reported in the article were used in an off label manner: deep brain stimulation or motor cortex stimulation for chronic pain. It is not possible at this time to determine which methods of stimulation were used for the events covered in this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Article summary: an observational study was performed on the incidence and the determining factors of implant site pain, the subjective rating of intensity by sending questionnaires to a cohort of neuromodulation patients with ipgs. The patients were subdivided into three groups: neuromodulation for pain (including spinal cord stimulation (scs), deep brain stimulation (dbs), and motor cortex stimulation (mcs)), dbs for movement disorders (parkinson¿s disease, essential tremor, and dystonia), and dbs for psychiatry (obsessive compulsive disorder (ocd), depression). The number of revision surgeries and explants due to implant site pain was also analyzed. Of the responders, pain patients suffered significantly (p < 0.05) more often from ipg site pain than other patients undergoing neuromodulation therapies. Up to 64% of patients undergoing spinal cord stimulation reported ipg site discomfort or pain. Severe pocket pain was found in up to 8% of patients. No association was found between other variables (age, bmi, duration of follow-up, gender, smoking, number of pocket surgeries) and implant site pain. Reported events: 1: 10 chronic pain patients underwent a surgical revision of their implantable neurostimulator (ins) site due to pocket pain. It was noted the surgeries involved either a subcapsular placement (1 patient) or a relocation of the ins (9 patients). The revision for pocket pain was defined as a revision without any clinical, laboratory (inflammatory parameters, culture) or intraoperative findings suggesting infection. 2: 3 of the aforementioned 10 chronic pain patients who required ins relocation developed pocket pain at the new implant site that required a revision surgery with an additional relocation of the ins. 3: 4 chronic pain patients had their ins system removed due to pocket pain. 4: 1 chronic pain patient had their ins system removed due to pocket pain. This patient also had an additional revision for scar tissue removal that was performed due to persistent pain at the surgical site.